Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a.

Event description:
Reported as "suspected iab abrasion". The report further states, "no issues with placement noted nor blood in the driveline. Connections appropriate and tight. Placement confirmed between 2/3 intercostal and signals appeared appropriate. They'd attempted exchanging the console with no improvement in alarms. Iab was removed and replaced via right femoral. Alarms stopped upon changing the iab. No issues reported with removal. Patient remained stable throughout".